Manufacturer narrative:
(B)(4). Multiple symptoms were reported to philips; recorder not working, turns off by itself, not possible to control discharge intensity, autotest failures. The device was evaluated at philips. The device turning off by itself was verified using battery power. The autotest failures noted were over six months old. The paddle set was noted as dirty, the cable was damaged and the discharge button was broken. The field service engineer could not duplicate the recorder not working correctly and not possible to control discharge intensity. We are considering this a malfunction resulting form the use of a failed battery.

Event description:
Multiple symptoms were reported to philips; recorder not working, turns off by its self, not possible to control discharge intensity, autotest failures.